Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple reboots on the dates of (B)(6) 2014. The returned battery cap was able to fully tighten on to the pump with no power loss. The battery cap contact dimensions were found to be within specifications. The pump was exercised for 24 hours with no alarms or power issues. The pump cover was opened and no internal issues were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.